Event description:
It was reported that a patient had an infection a week after the pump was replaced. The patient ended up back in the hospital where the surgeon wanted to explant the pump and wait before re-implanting. The managing physician felt that the pump should not be explanted at that time because there was a risk of the experiencing baclofen withdrawal due to the patient¿s high dose. The patient was put in the intensive-care unit and the dose was cut by 40% a day. The replacement was performed as soon as it was safe and the patient was down to an oral baclofen dose.

Event description:
This event was also reported under manufacturer report #3007566237-2013-02376 [it was reported ¿we had an infection he did in surgery a year ago¿. It was reported the health care provider had referred the patient to the surgeon for a baclofen pump replacement in a timely manner and the patient went and had the pump replaced. Meanwhile a week later the patient got an infection and ended up back in the hospital. It was reported the surgeon had said to the health care provider (hcp) ¿I¿m going to take this pump out. It¿s really infected. I got to get his pump out¿. The hcp then said ¿they¿re going to withdraw. You¿re on a big dose¿. The hcp then had put the patient in the intensive care unit and cut the patient¿s dose down by 40 percent a day. The hcp ¿watched¿ the infection and did a replacement as soon as it was safe. It was noted the hcp hadn¿t had a chance to see the patient for follow up ¿because he had just the surgery and we weren¿t going to do another for a month¿. No further information was provided.]. Any additional information received will be reported under this manufacturer report number (#3007566237-2013-02351).

Manufacturer narrative:
(B)(4).